Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error that persisted after restart and recurred immediately after a factory reset, consistent with a device malfunction of the insulin delivery mechanism. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the pump, patient education on shutting down the device to avoid further alerts, instructions to return the device using a provided shipping label, and confirmation that therapy could continue with the cgm application or receiver while the patient switched therapy. Investigation included troubleshooting with restart and factory reset, review of delivery status and return logistics, and planning for device evaluation upon return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.